Event description:
Doctor reported a file separated in canal during procedure. As of this report, it is not know if the separated piece was retrieved, though it was recommended by the manufacturer that the pt be referred to a specialist for retrieval. There was no report of pt injury.

Manufacturer narrative:
In this incident there was no report of injury to the pt. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr.) To preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events. Device was not returned for evaluation and the lot number is not known for retained-product testing and/or DHR review. Additional information regarding pt status will be provided if it becomes available.